Event description:
It was reported that during deployment, one or two strands of the pipeline was observed still held inside the capture coil. The device was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00370.

Manufacturer narrative:
The device has been evaluated and the pipeline was found detach from the capture coil. (B)(4).